Manufacturer narrative:
E.1.initial reporter facility name: (B)(6) center. Investigation summary: bd received 1 samples and 6 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter in the tube was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter in the tube was observed only in the 1 customer returned sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter in the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before use with the bd vacutainer® edta 2k there was a foreign matter in the collection tube. There was no report of impact to the patient or user.